Event description:
Medtronic conducted a post market clinical aggregate data collection survey to evaluate the safety and performance of the evercross balloon. Technical success, which was defined as successful delivery which was inflation, deflation, and removal of the evercross pta catheter without burst at or below the rated burst pressure followed by successful dilatation of target vessel, was achieved for all 241 patients treated. Procedural success (patency (30% stenosis) of the treated lesion immediately after the procedure with noperi-procedural saes) was reported as 94.61%. Adverse events reported included: -one case of stenosis/restenosis that occurred 3-6 months post procedure and required additional endovascular or surgical intervention was reported as causally related to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Initial reporter and facility information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.